Event description:
During an endoscopic ultrasonography (eus) with fine needle aspiration (fna), a cook echo tip ultra endoscopic ultrasound needle was used. The physician was trying to fine needle aspirate a pancreatic mass in the uncinate process of the pancreas. Two successful passes were made and on the 3rd pass the needle could be advanced into tissue, but 2 cm became stuck and they had to remove the needle from the endoscope with 2 cm sticking out of the sheath. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to this initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. It is possible that if the needle is against or inside a hard mass while the user applies force and manipulates the directional controls of the endoscope this could contribute to severe bending of the needle near the distal end. This could contribute to advancement and/or retraction difficulties. The instructions for use state, "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." The instructions for use state, "attach device to accessory channel port by rotating device handle until fittings are connected." The instructions for use also cautions the user that, "during needle adjustment or extension, ensure device has been attached to accessory channel." Attaching the needle to the endoscope will also aid in preserving the device integrity and function. Kinks in the needle can occur if the device experiences excessive pressure during product handling/preparation. A kink in the needle and outer sheath can prevent movement of the needle and/or stylet. The stylet provides additional stiffness during advancement of the needle into the lesion. If needle is removed from the scope to collect a sample that stylet must be reinserted prior to advancing the needle through the scope. Prior to distribution, all echo tip ultra endoscopic ultrasound needles are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.